Event description:
This unsolicited device case from united states was received on (B)(4) 2014 from a physician via a sales rep. This case is cross reference to (B)(4) (same reporter-cluster case). This case involves a (B)(6) male pt who had "constant pain that was worse that it was in both knees" (increased knee pain), grinding or crepitus, loss of motion and had giving away feeling (unevaluable event) after receiving treatment with synvisc one injection. The pt also complained that the "pain was worse that it was" before synvisc one injections (subtherapeutic response). No relevant medical history, past drugs or other concomitant medication was reported. The pt was reported to be morbidly obese. On (B)(6) 2013, the pt received treatment with synvisc one injection at a dose of 6 ml once (route, batch/lot number and expiration date not specified) into both knees for an unk indication. On unk dates, after an unk latency, the pt experienced constant pain that was worse than it was earlier in both knees; grinding or crepitus, had "giving away feeling" and loss of motion. The pt also complained that the "pain was worse than it was" before synvisc one injections (subtherapeutic response). On (B)(6) 2014, the pt visited the doctor complaining of all the aforementioned events. The pt was treated with cortisone injections (intervention required) into both knees and ordered to decrease his activity. Outcome: unk for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.